Manufacturer narrative:
(B)(4). (B)(6). This lot was manufactured march 13, 2015 to march 16, 2015 a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had no flow. The device contained 300 mg of morphine and 700 mg of ketoprofen. There was no report of patient injury or medical intervention associated with this event. No additional information is available.